Manufacturer narrative:
Additional questionable elecsys troponin t hs results for 2 patient samples were provided. Sample 5: on (B)(6) 2025, the initial result was 69.2 ng/l. The repeated results were 104 ng/l and 65.4 ng/l. The result of 65.4 ng/l was obtained on another module. Sample 6: on (B)(6) 2025, the initial result was 78 ng/l. The repeated results were 208 ng/l, 82.8 ng/l, and 83.60 ng/l. The result of 82.8 ng/l was obtained on another module. The field service representative adjusted the sipper probes with jigs, adjusted the prewash nozzles, and adjusted the sample probe.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 4 patient samples on a cobas 8000 e 801 module. Sample (B)(6): the initial result was 17 ng/l. The repeated result was 6.87 ng/l, which was the expected result. Sample (B)(6): the initial result was 69 ng/l. The repeated result was 10 ng/l, which was the expected result. Sample (B)(6): on (B)(6) 2025 the initial result was 16.5 ng/l. The repeated result was 6.66 ng/l, which was the confirmed result. Sample (B)(6): the sample was initially flagged with a clot. The clot was removed, but the sample was not recentrifuged. On (B)(6) 2025 the result was 19.9 ng/l. The repeated result was 29 ng/l, which was the confirmed result.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative cleaned dust from the module rear, fans, top covers, and all surfaces inside the module. He cleaned all system flow paths from the syringes, performed a liquid flow clean, and performed air purges and system primes. He performed checks and tests with acceptable results. The investigation is ongoing.

Manufacturer narrative:
The qc and calibration were acceptable. A general reagent issue was excluded. The presence of dust could have caused the issue. This issue, along with a potential sample quality issue, could not be excluded by the investigation. Due to the lack of information, the investigation could not determine an exact root cause. The investigation did not identify a product problem.